Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose level was 270 mg/dl. Customer went to refill the reservoir and it lets him prime the tubing, but when it comes to filling, the cannula receives a motor error. Customer thought it was a battery issue, but that did not resolve the problem. Customer will seek medical attention. Customer may have bumped the pump. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.